Manufacturer narrative:
The device was received. Visual, dimensional, and functional inspections were performed on the returned device. The reported kinks were confirmed. The hypotube was separated distal to the strain relief. The reported difficulty advancing the device in a guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Follow up was performed with the account and they could not confirm when the shaft separation occurred. In this case, it is possible that the shaft separated during manipulation as difficulty advancing the device was encountered or during handling during packaging for return of the device to abbott vascular; however, a conclusive cause cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the reported kinks appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in the mid right coronary artery (rca). The 3.5 x 15 mm nc trek balloon catheter was advanced, but resistance was met during advancement through the guiding catheter and could not advance any further and the proximal shaft became kinked. Therefore, the balloon catheter was removed without resistance noted. Outside the patient anatomy, it was noted that the distal shaft was kinked as well. It was decided to use a smaller balloon catheter. A 2.5 x 12 mm trek balloon catheter was advanced, but had the same issue occurred with the guiding catheter and the proximal shaft became kinked. The balloon catheter was removed without any resistance. It was decided to replace the guiding catheter was replaced with a new guiding catheter and a new balloon catheter was advanced without issue. The 2.5 x 38 mm xience sierra stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy; therefore, the sds was removed without issue. A new sds was advanced to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. The 3.5 x 15 mm nc trek balloon catheter device analysis found that the shaft was separated. No additional information was provided.